Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 14-mar-2022. H6: investigation summary: the customer reported the tubing was leaking, and returned one sample of 20028e. The sample leaked from the filter connection, and the complaint is verified. The root cause for the filter connection is force applied to the joint, the plastic in the connection was damaged and cracked. The connection was broken completely apart without excessive force, and the inside of the connection revealed damage to the plastic. A device history record review could not be performed on model 20028e because the lot number is unknown.

Event description:
It was reported that the bd alaris smartsite extension set experienced leakage. The following information was provided by the initial reporter: the IV filter fluid was leaking where tubing meets filter requiring new lines.

Event description:
It was reported that the bd alaris smartsite extension set experienced leakage. The following information was provided by the initial reporter: the IV filter fluid was leaking where tubing meets filter requiring new lines.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.